Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. The grip cable was frayed at the distal idler pulley and was sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Electrical continuity testing was performed and passed. Additional observations not initially reported by the site were noted. One instrument grip was bent, causing side to side misalignment of the grips. There was a 0.075 offset at the tips, indicating overloading at the tip. There were also scratches on the surface of the distal pulley. The cause of the pulley scratches is unknown. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si procedure, the user facility allegedly identified a exposed wire at the distal end of the fenestrated bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.